Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that data analysis requested for this implantable cardioverter defibrillator (ICD). Moreover, analysis showed that there was no low voltage fault declared but device was depleting in a manner consistent with the low voltage capacitors. The device was not detecting the loss of battery energy that the battery status indicators were not reflecting the depletion and were inaccurate. Hence, the device was malfunctioning and replacement was recommended. To date, no intervention was done and device remains in service. No adverse patient effects were reported.